Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a fusiform thoracic aneurysm of zone 3. The distal aortic arch was moderately tortuous. It was reported that after the proximal stent graft was implanted, its distal edge did not appose the aortic wall due to the tortuosity of the distal arch. Therefore, the physician elected to implant a distal main stent graft (MFR report # 2953200-2010-00719) with 50% overlap length with the proximal stent graft. After implantation of a distal-most talent stent graft and touching-up the grafts with a reliant balloon, the procedure was closed without any endoleak or other issues. However, 5 days post-implantation, a junctional type iii endoleak between the proximal and middle stent grafts was confirmed by the f/u CT. An intervention to treat the endoleak is pending. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Results and conclusions: endoleak. Moderate tortuosity of the distal arch.